Event description:
The customer reported the unit turns on and off by itself. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.